Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. All accuracy testing was found within published specifications of +/-6%. The pump's expulsor was trimmed as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that cadd solis vip pump volumetric testing. There was no patient involved.